Event description:
On 10-June-2026, it was reported by a Sales Representative via (b)(4) that an AR-6480 pump over pressured and expanded the shoulder joint. This occurred during use in a shoulder arthroscopy case with no patient effect.The pressure was set to 50. The pump shut off and an unknown alarm sounded. A different pump was used to complete the procedure. There was no revision to remove extra fluid and the patient was not kept at the facility for fluid removal.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.